Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01120. Additional information was received stating that the patient was experiencing discomfort at the ipg site. Surgical intervention took place where the lead and ipg was explanted and replaced to address the issue. Effective stimulation was restored.